Manufacturer narrative:
On 14-aug-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the tip at the spring part of the catheter was found broken and a little blood penetrated into the device and error code '402' was displayed. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, microscopy examination, and magnetic sensor functionality test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. Then, a magnetic sensor functionality test was performed, and the device was visualized and recognized correctly. No error 402 or other magnetic issues were observed during the test. A manufacturing record evaluation was performed for the finished device number lot 31599974l and no internal action related to the complaint was found during the review. The foreign material identified during the analysis could cause the magnetic issue reported by the customer; in addition a hole was found in the surface of the pebax; therefore, the complaint was confirmed. The potential cause of the issue could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. Correction to previous initial: furthermore, on 10-sep-2025, a correction was identified regarding a mistakenly omitted piece of information from the initial report. The omission is as follows: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, red fluid was observed in the pebax of the catheter. However, the magnetic issue and external damage on the spring cannot be confirmed based on the image provided. A manufacturing record evaluation was performed for the finished device number lot 31599974l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the tip at the spring part of the catheter was found broken and a little blood penetrated into the device and error code '402' was displayed. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. A second device was used to complete the operation. There was no adverse event reported on patient.